Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer¿s blood glucose value was 146 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable.